Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported oversensing could not be conclusively determined.

Event description:
During follow-up, non-sustained ventricular oversensing was revealed. The patient will continue to be monitored remotely. The patient is well.